Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the device clinic due to a pocket infection. The patient experienced swelling, and pain around the pocket area and felt feverish. The entire system was explanted. The patient was stable and will be on antibiotics for 6 weeks.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). Analysis was normal. No anomalies were found.